Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient also reports being stressed out from the lifevest. The patient¿s physician prescribed xanax. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.